Event description:
During aortogram with right lower extremity runoff, physician was using a glidewire gold and the tip of the wire became lodged in plaque, in the patients right anterior tibial artery. The tip of the device broke off and remained in the plaque. Decision made to leave in.